Event description:
The customer reported that the prode on the ortho provue analyzer may have possibly dripped system wash fluids contaminating the 0% selectogen and 0.8% affirmagen reagent cells on board the instrument prior to testing.